Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. Post procedural imaging was provided by the site and reviewed; the following observations were made: the liner appears fully expanded as designed. The distal tip is torn radially along the distal edge of the liner, with no piece missing. The slant score line appears present, with stretching distal to the score line. Axial od score line appears present. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for distal tip torn was confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Per the complaint description 'upon removal of the 14fr esheath+ from the right femoral artery, the distal tip of the esheath+ was noted to be torn, but intact.' Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. A CAPA was initiated to further investigate this type of failure. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, no further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia, upon removal of the 14fr esheath+ from the right femoral artery, the distal tip of the esheath+ was noted to be torn, but intact. The introducer was reinserted into the sheath prior to removal. There was no vessel perforation or injury was noted post angiography. There was no injury to the patient. The physician claimed he did not feel anything abnormal during sheath insertion, valve insertion, or sheath removal.